Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had scratches on the screen that made it difficult to read. The customer stated that they had no delivery alarms as well form the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not trouble shoot the issue and did not return the product back for analysis. Frn reservoir.